Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. Inspection of the device found blood on the adhesive pad. The fluid path components were inspected for damages and deficiencies that could contribute to bleeding or bruising at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. The download data shows that the pod generated an 0x18 alarm, indicating the pod reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. Timeouts occurred at the end of runtime before the 0x18 alarm was generated due to the plunger reaching the bottom of the reservoir.